Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect of thrombosis. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to patient/procedural conditions, as the reduction in the flow pattern intraventricular due to the implantation of the clip reportedly may have caused the thrombus formation. The reported patient effect of thrombus (thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
This is filed to report thrombus requiring medication. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, a control echocardiogram was performed, mr was noted to be 1-2 and thrombus was observed attached under the posterior mitral valve leaflet at the posterior lateral wall of the left ventricle. The clip remained secure, well attached to the leaflets. The patient was hospitalized for observation and medication was given to treat thrombus. The patient is stable. No additional treatment is planned for the patient. No additional information was provided.